Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. Evaluation summary: investigation was performed on the returned device and the reported cracked lock lever was confirmed. The reported physical resistance of the turning the lock lever cap could not be replicated in a testing environment due to the returned condition of the device (broken lock lever). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A cause for the reported physical resistance could not be determined. The broken lock lever was a result of the physical resistance turning the lever cap. The investigation determined that the physical resistance turning the lever cap could have potentially been caused by manufacturing and thus related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
This is filed to report the fractured lock lever port. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was deployed without incident. The second mitraclip was ready to be deployed and the sequence was started for deployment. When the cap of the lock lever was turned to open with resistance, the lock lever port cracked. After the port cracked, the cap was easily removed and the deployment sequence continued successfully without incident. The procedure was completed with mr grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. Device investigation of the returned device found the lock lever port had detached from the handle and remained inside the lock lever cap.